Manufacturer narrative:
The total protein and albumin calibration results were within the specified ranges. Total protein qc levels 1 and 3 were out of the specified ranges. Albumin qc levels 1 and 3 were outside the specified ranges; qc level 1 was acceptable upon rerun. The alarm trace had multiple abnormal aspiration alarms, which indicates poor sample quality. The field service engineer inspected the analyzer and no issues were found. The field applications specialist verified the analyzer's performance with a successful precision check. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable alb bcg gen.2 (albumin) and total protein gen.2 results from one patient sample tested on the cobas c 503 analytical unit. The initial tp2 result from the reported line was 3.3 g/dl. The repeat result from another line was 6.2 g/dl. The initial alb2 result from the reported line was 0.8 g/dl. The repeat result from another line was 3.2 g/dl. The physician requested the patient sample reruns. The repeat results were deemed correct.

Manufacturer narrative:
The tp2 reagent lot number is 814694. The alb2 reagent lot number is 814696. The expiration dates were not provided. The investigation is ongoing.